Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. H6 device codes: corrected.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was reported that the physician pulled the wire out with the ivus catheter while using an automatic pullback sled. The physician was able to rewire and complete the procedure using the original device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was reported that the physician pulled the wire out with the ivus catheter while using an automatic pullback sled. The physician was able to rewire and complete the procedure using the original device. There were no patient complications reported.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.